Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the vision stent delivery system (sds) did not cross the lesion, and when the sds was being removed, the stent implant dislodged in the pt's coronary artery. A snare device was used to remove the dislodged stent from the pt's anatomy. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the sds was not returned. Only the stent implant was returned. There was blood and contrast on the stent implant. The stent implant was dislodged from the balloon. There were two bent struts in the first row at the distal end of the stent implant. There were mangled struts in the first and second row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The outer diameter of the stent implant was measured. The distal and proximal outer diameter could not be measured due to the damages noted. The stent implant middle outer diameter met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Based on the reported info, the failure to advance appears to be related to the calcified lesion. Factors that can affect stent dislodgement inside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the pt anatomy and/or previously implanted stents. In this case, it is likely that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent, resulting in the stent dislodging during the procedure. The reported inability to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that could have contributed to this complaint. This MDR is considered to be closed by the product performance group.